Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of cerebrovascular accident and fistula, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for these reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the fistula and the embolic stroke. It was reported that two mitraclips were implanted on (B)(6) 2018 in the patient with grade 4 functional mitral regurgitation (mr), reducing mr to grade 1. There were no device malfunctions/issues or device-related adverse events during the procedure. After the procedure, the left atrial pressure increased and a fistula was found in the pulmonary artery. The fistula was closed with a non-abbott occlutech device but the patient had a major embolic stroke after the occlutech procedure. The cause of the fistula and the stroke is unknown. There was no additional information provided.